Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported "fluid in ultrasound", "deformation", "hardening", "has been experiencing pain for 2 years". Later patient reported "implant is folded", "there are slight fluid accumulations adjacent to the implant capsule, suspected seroma formation", "1 prominent lymph node". Later patient reported "I am affected by the faulty implants". Later healthcare professional reported "implant capsule tissue with pronounced sclerosis and fibrosis with focal pseudosynovial metaplasia and silicone bleeding", "capsular fibrosis baker grade iii". This record is for the left side. Device was explanted.